Manufacturer narrative:
An event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: no product was returned for evaluation however a photograph was provided. The photograph shows a recently explanted ceramic head. Blood is visible on the head. The head is fractured into 4 pieces/parts. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event description for this pi states: it was reported that the patient's left hip was revised due to the femoral head breaking into 4 pieces. The surgeon decided to revise the liner due to potential damage from the broken head. A 28mm alumina head and 54mm series 2 poly liner were revised. There was no trauma reported to the rep. Rep confirmed that other than pictures, no further information will be released by the hospital or surgeon. The two x-rays show a press fit tha in anatomic position without evidence of loosening. Both x-rays show that the femoral head has fractured and fragmented. Fracture of a ceramic femoral head in a tha is confirmed. The root cause of this material failure can not be determined from the limited documentation provided. Should additional information become available I would be happy to further this assessment. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: an event regarding crack/fracture of an unknown ceramic head was reported. The event was confirmed through clinician review of the provided x-rays. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to the femoral head breaking into 4 pieces. The surgeon decided to revise the liner due to potential damage from the broken head. A 28mm alumina head and 54mm series 2 poly liner were revised. There was no trauma reported to the rep.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to the femoral head breaking into 4 pieces. The surgeon decided to revise the liner due to potential damage from the broken head. A 28mm alumina head and 54mm series 2 poly liner were revised. There was no trauma reported to the rep.